Manufacturer narrative:
This report is being submitted as follow up no 1 to provide an update if the device was evaluated by MFR and to provide the completed investigation results. One used 8f angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The suture, tamper tube, and locator were returned separately as well. Visual inspection revealed that the carrier tube assembly was found to be mated properly with the sheath and the deployment sleeve was in the rear lock position with color bands fully exposed. The tamper tube was returned separately along with the suture. There was no damage observed to the clear or black heat shrink. No anchor or collagen was returned. Both ends of the suture were inspected under a microscope and it was noted that the suture had frayed at one end. The another end displayed uniform cut ends consistent with manual shear with a blade. The tensioner hub was disassembled to check for anomalies and none were found. No functional testing of the suture strength was possible due to the condition of the suture since blood had drenched the fibers completely. Suture tensile strength results were reviewed and found to be within the specification limits listed in the certificate of analysis. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a successful stroke intervention was performed successfully with an 8fr angio-seal device was prepped for closure of right common femoral artery. The wire insertion/sheath swap/device prep and insertion were all successful. Upon retraction in the deployment of the angio-seal device and before the tamp was advanced the string snapped. The doctor was able to use a hemostat to grab the string and successfully deploy the angio-seal. Precautionary manual pressure was also used to ensure adequate hemostasis. Intraoperative doppler ultrasound as well as pedal pulses were all normal. There was no blood loss reported. The patient was in stable condition without incident. The outcome of the procedure was successful. A 8fr pinnacle sheath was used before the exchange.